Manufacturer narrative:
Review of the device history record for the lots in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. This report is being submitted as the baylis medical devices were among the many devices used during the procedure.

Event description:
The baylis medical nrg transseptal needle and torflex transseptal guiding sheath were used for transseptal puncture during a mitraclip procedure. The patient was noted to have unusual anatomy with a rotated heart. Transesophageal echocardiography (tee) was initially used by the physician to try to get a septal view to confirm positioning but was not successful. An intracardiac echocardiography (ice) catheter was subsequently used but the physician continued to encounter difficulty obtaining an optimal view. A second physician was consulted, who continued trying to guide the catheter into place with the sheath/dilator and transseptal needle assembly in the right atrium. Following continued attempts to position the ice catheter, the physician noted the septum may have been crossed. No rf energy was delivered. While still unsure if the septum had been crossed, a pericardial effusion was then observed. The patient was stabilized, but the case was cancelled due to the procedural complication. The physicians believed the patient's unusual anatomy and challenge obtaining good septal views may have contributed to the procedural complication. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. This report is being submitted as the baylis medical devices were among the many devices used during the procedure. Separate MDR reports have been submitted for each device used in the procedure. The report for the torflex transseptal guiding sheath is submitted under MFR report #: 9710452-2017-00028.